Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) regarding a (B)(6), female patient who was receiving bupivacaine 3mg/ml at 0.7 mg/day and morphine 3mg/ml at 0.7 mg/day via an implantable pump for spinal pain. On (B)(6) 2016, the hcp had difficulty finding the port during a refill. They suspected that the pump may be flipped. No patient symptoms were reported. Additional information has been requested regarding troubleshooting, if a flipped pump was confirmed (if not, the cause of the event), actions/interventions taken to resolve the event and if the patient's pump was able to be refilled, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.